Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed pacing impedances of greater than 2000 ohms. There was also noise that had been oversensed and led to inappropriate atrial tachy response (atr) episodes. A lead fracture was suspected but not confirmed. The device was reprogrammed to ddi mode. The patient was to be seen at a future date for follow up. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the product has not been received for analysis. Should the product be returned and analysis completed, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the lead and device were explanted. The products are to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.